Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 (sn (B)(4)). Device evaluation revealed visual inspection found no anomalies.

Event description:
A report was received that the patient underwent an ipg replacement procedure for an unknown reason and was doing well postoperatively.